Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003, which indicates that the voltage is too low for the projected longevity. Technical services (ts) reviewed the reports and confirmed that the device was depleting prematurely. Ts suggested device replacement or re-evaluating the device longevity in 90 days to maximize device battery usage. The device remains in use. No adverse patient effects were reported.